Manufacturer narrative:
(B)(4). Boston scientific technical services (ts) discussed troubleshooting options. The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range right ventricular (rv) pacing impedance measurements. No adverse patient effects were reported.